Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), it was alleged that the straight suction was inaccurate 2 millimeters superior. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative noted possible poor quality tracer registration in this procedure. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The registration pattern performed by the user was not optimal for an accurate patient registration. The software functioned as designed.

Manufacturer narrative:
A snapshot of the tracer registration pattern utilized during the reported event was forwarded to medtronic technical services. Based on analysis of the tracer pattern, it was recommended to the site field representative that the surgeon could benefit from further suggestions on how to optimize tracer technique.